Event description:
The following has been reported: biomed reported failures in log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Valve 6 was found to fail when first starting up the unit after it was allowed to be idle and off a bracket until it cooled. When the pump started up while cold, valve 6 would fail to actuate causing a negative recharge failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.